Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A service request was opened to examine the system and to provide surgical support. A company service representative examined the system and was unable to confirm or replicate any system nonconformities, which may have contributed to the reported event. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an uncut flap area during a laser assisted flap procedure. The surgeon looked through the microscope and decided that the flap area was uncut. The flap was not touched and lasik procedure was postponed.